Manufacturer narrative:
The facility's biomedical engineer reported that the "maintenance required code #3" alarm could not be duplicated and there was no malfunction of the iabp. The iabp was then returned to clinical use.

Event description:
It was reported that during use on a patient, the cs300 inta-aortic balloon pump (iabp) had blood detect alarmed, however there was no evidence of blood so the pump was rebooted and it continued to work for approximately 12 minutes. Then the iabp alarmed maintenance required # 3. The pump was exchanged for another console. No death or injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 inta-aortic balloon pump (iabp) had blood detect alarmed, however there was no evidence of blood so the pump was rebooted and it continued to work for approximately 12 minutes. Then the iabp alarmed maintenance required # 3. The pump was exchanged for another console. No death or injury was reported.